Event description:
It was reported that the 9800 system displayed an error message. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an evaluation over the telephone. Customer rebooted the system and it performed as intended. Customer has experienced some power issues and will monitor the supply power. Recommendation given to install a ups.